Event description:
It was reported to philips that the azurion device would not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Upon troubleshooting, fse found the system had no power. Fse checked the uninterruptible power supply, circuit breaker, and main cabinet, which were working fine. The faulty part was identified as power distribution unit (pdu) fan tray and direct current power supply (dcps). The defective part was returned to philips for failure analysis. The cause of the failure was identified as defective power supply. To resolve the issue, fse replaced the pdu fan tray and dcps. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.